Manufacturer narrative:
Device manufacture date unknown. Evaluation summary: it was caused due to the suction valve worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. At 10 o 'clock on (B)(6) 2021, during the gastroscopy, the suction knob did not rebound, resulting in the patient could not continue to inject gas into the body and could not be observed. The user changed another one to complete the procedure .there was no harm was caused to anyone. After inspection by the engineer,the suction knob did not rebound, and the new knob has been restored.